Manufacturer narrative:
The customer replaced user interface assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that during device setup, it was observed that when cycling, the screen is black but does have a very dim image present. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to replace the user interface assembly with 2nd generation liquid crystal display included and provided the necessary part ID for the customer to order.